Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the intermate was missing a blue winged luer cap. The root cause was determined to be a operator error. Awareness training was performed by all applicable manufacturing operators. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
It was reported that prior to product use, it was noted that there was an undetermined malfunction of the intermate device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). After further investigation by baxter personal, it was found that the undetermined malfunction was a missing component. A follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.